Event description:
While troubleshooting for high blood glucose levels, no delivery alarms were found in the insulin pump's alarm history. Blood glucose level was around 200 mg/dl at the time of the call. Caller reported that the no delivery alarms were resolved by a set change. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.